Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus sensor with an ilet system, resulting in a pairing failure that prevented initialization until guided troubleshooting enabled the sensor to enter the standard warmup. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated dosing prior to successful warmup initiation with no health impact. User support included guided troubleshooting and user education using the ilet and ilet mobile app to complete device setup and initiate sensor warmup. Investigation of this case revealed that the pairing failure was resolved through correct setup and connection steps, indicating user setup or intermittent connectivity rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or interrupted device connectivity corrected through standard troubleshooting.

Manufacturer narrative:
Initial.